Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient stated their stimulator went crazy yesterday and started shocking them really bad. The patient said they turned the stimulation off on the handset, but the stimulation feeling wouldn't go off and still felt stimulation in their legs. The patient mentioned they had therapy turned off for 9 hours now, but stimulation still wasn't off. The patient said they were on the settings they had been on for a long time and confirmed they had not had any falls or trauma recently. Patient mentioned the stimulation was working great before, and they were free of pain but now they have a different kind of pain. The agent had the patient try to connect to the app, but the patient reported the screen was just circling around and around and there was no blue light on communicator. The agent had the patient close out of all running applications, reset the communicator, and attempt to connect again. The patient then said they were able to connect to their therapy screen and confirmed therapy was off and they were on group b. The patient turned the therapy on and back off, but reported they were still feeling the stimulation sensation in their legs. Patient reported the program intensities were already down to zero. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue